Manufacturer narrative:
Qn#(B)(4). The DHR for the returned instrument was reviewed and found completed without any irregularities. This instrument was produced at the tecomet, inc. Kenosha, wi facility as part of a (B)(4) pc. Lot in june of 2017. Evaluation of the returned instrument shows that it has repair lot coding of r-08-22 marked on the side of the proximal handle (g00436m) which signifies that it has been previously sent in for repair prior to this complaint. Further evaluation shows that the jaws are loose and misaligned in the closed position therefore we are able to validate this complaint. We are unable to determine what caused the jaws to be loose and misaligned in the closed position but mishandling of this device at the end user's facility is suspected. All (B)(4) instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed.

Event description:
Reported issue: clips broke when they were trying to load them. No reported injury.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: clips broke when they were trying to load them. No reported injury.